Event description:
I had textured saline mcghan implants put in for a second time in 2003. The first time was 1992, same product -style 168. Prior to the voluntary recall of said medical device (mcghan textured implant), I started having a rash in my armpit region, which was diagnosed by my dermatologist as an autoimmune skin disorder a few years ago. It has still not gone away. I believe it is related to my implants. I also noticed that over the years, I have gained weight, felt tired, have lung issues, heart rhythm issues and migraines. My platelets have also been elevated the past few years when I have my labs drawn. My left breast is tender, swollen and both nipples itch at times. I've been to both my pcp and obgyn dr about those complaints. I have seen a cardiologist and will see a pulmonologist about these complaints. I know that being a nurse, some would say that this is not related to the implants. But, I feel like there is a correlation to them, especially with the thousands of women complaining like me. I will explant to hopefully reduce my risk of getting the cancer associated with my implants, just like I don't smoke to reduce any other risk of cancer. I was not informed that this was a potential risk when my implants were placed both times. I did not see any long term studies about textured implants and risks involved by the company or FDA, prior to me getting my implants. I feel as though the FDA should make this a mandatory recall, as the risk is there for cancer and now documented. FDA safety report ID# (B)(4).